Event description:
Endometrial ablation // novasure endometrial ablater passed self test// array placed and numbers entered correctly equipment enabled cycle completed hysterscope reinserted to view ablated tissue none had ablated tissue lining was still pink.